Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. The yellow o-ring of the battery cap was allegedly visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: any information from the event date was overwritten in the black box due to continued use of the pump. A review of the available pump black box data revealed no related evidence of an intermittent power issue. During testing, the pump powered on normally with no alarms. There was no damage found to the battery compartment and battery cap. The battery cap contacts measured within specifications, and the cap was able to attach securely on to the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and removed from the case and no damage was found to the power circuit.